Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented due to complaints of dizziness and syncope. Upon interrogation it was noted that there was intermittent capture on the left ventricular (lv) lead along with muscle stimulation. The patient had been implanted off label with two lv leads and no right ventricular (rv) lead since the patient had artificial heart valves. Another manufacturer's lv lead also exhibited loss of capture at maximum outputs due to a lead dislodgement. A revision procedure was performed where this lv lead was confirmed fractured via fluoroscopy imagining. The physician experienced difficulty removing the lv lead and the distal electrode broke off of the lead and was bouncing around in the right ventricle. The field representative did not see the final fluoroscopy image, however believes the portion of the electrode may have left the heart. No additional adverse patient effects due to the lv lead fracture were observed.